Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
(B)(4). Failure event observed during analysis. Final analysis found that the lead was returned in three pieces. An external abrasion breaching the outer insulation was noted at 18.3 cm to 18.6 cm and at 28.8 cm to 30.0 cm from the connector pin. The abrasion was consistent with exposure to constant friction against another implantable device. A surface abrasion was also noted at connector boot area. (B)(4).